Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to the emergency room due to a low blood glucose level. The customer did not provide more information. She did not want to follow up. Customer's blood glucose level was not reported. The device was not returned.